Event description:
Information was received from a manufacturer's representative regarding an external device. It was reported that the representative and patient called in and stated the patient had been having issues charging the implanted neurostimulator for a couple months. Representative said the recharger would connect to the implant to charge for maybe 5 minutes, but then the connection would be lost without moving. Representative clarified they would get poor recharge quality, even when trying to recharge screen showed 88. Representative had tried resetting controller, but that did not resolve the issue. Representative inspected recharger and controller port but did not see any damage. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received from representative stating patient never got replacement recharger (rtm), and mentioned details from original call about charging problems. They said it takes a long time to go from checking recharger to finally start charging, and the recharger (rtm) paddle gets hot when charging. Recharger (rtm) that was ordered in the original call was sent to patients old address. A replacement recharger (rtm) was sent out to patients new address. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found no anomalies and complaint was unverified wherein found no issues finding or charging implantable neurostimulator (ins). H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.